Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the diabetes ketoacidosis and the no delivery alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that insulin pump had crack on the corner of the screen and the lauder during the rewind process. The device will not be returned for analysis.